Event description:
The customer reported that she went to urgent care due to high blood glucose levels. The blood glucose reading at the time of the visit was unknown. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she would call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.